Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurements for the right ventricular (rv) lead and pacemaker. It was noted that the high impedance measurement triggered the lead safety switch (lss) for the rv lead which changed the polarity to unipolar. Boston scientific technical services (ts) was consulted and discussed that the impedance measurement was stable prior to the out of range impedance and suggested bringing the patient in for evaluation. At this time, the rv lead will remain in unipolar and no further actions will be taken at the request of the patient's family. The rv lead and pacemaker remain in service and no adverse patient effects were reported.